Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive bolus express and escape buttons due to moisture damage keypad traces. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 2.1 mmol/l which was treated with glucose. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).